Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. On what date was the linx device implanted? (B)(6) 2017. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? It was above the hiatus and seemed to be cephalad of ge junction. This was a post gastric sleeve patient. Was a new linx placed after this one was removed? No, patient converted to rygbp what is the current patient status? Don¿t know. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 10701 was reviewed. No ncs, reworks, or defects related to the pc were found.

Event description:
It was reported that the patient returned to have an explant of the linx device due to ongoing gerd.